Manufacturer narrative:
Device investigation could not be conducted since it was not returned to manufacturer. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, it is inferred that the tip of the guidewire was trapped in the cto lesion during the attempt to cross, where rotation manipulation was made continuously and/or pull back manipulation with force was made for bail out, etc., resulting the break age of the tip due to the force exceeding the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of the guide wire" as possible malfunction and adverse effects.

Event description:
Reportedly, during the live cases at the cto fundamentals course at this medical facility, a procedure to heavily calcified cto lesion at proximal rca was selected. Subject guidewire was used to try to open a cto. It was heavily calcified and the guide wire got stuck inside the vessel. The guidewire tip broke and got inside a piece of calcium locating at close to the ostium of the rca. It was not possible to retrieve the tip of the wire.